Event description:
Pt with barrett's esophagus underwent circumferential rfa without incident. Follow-up focal rfa resulted in narrowing at the gastroesophageal junction, dilated three times to resolution. Biopsies showed no residual barrett's tissue. There were no further complications.